Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. Two months post-operative , the pt presented to the emergency room reporting that his ipg pocket suddenly became inflamed. The abscess was drained, cultured and cleaned and the pt was released. The culture confirmed there was no infection at the ipg pocket site. The scs system remains implanted. No further pt complications were reported as a result of this event.